Event description:
Periodic "leaky pilot pressure valve" alarm sounding while supporting a patient. No injury to patient. Patient was switched to another console and is doing well. This alleged product malfunction poses no risk to the patient because it does not negate the ability of the console to continue to perform its life-sustaining functions. Syncardia has requested that the console be returned, and upon receipt, a failure investigation will be conducted.